Event description:
A consumer reported an event with band aid brand kizu power pad which was used for a burn with broken blister on 07-june-2024. As reported by consumer, while the consumer was cooling the burn with water, the skin of blister broke, and the pad was applied. Consumer reported that the exudate fluid overflowed the pad after a few hours. Therefore, the next day, 08-jun-2024, the consumer saw a doctor and an antibacterial ointment, ointment to improve blood circulation and something like gauze were prescribed, and so consumer stopped using the pad. On 09-jun-2024, the consumer visited a doctor and was told that the pad could be used if consumer had to do water work. Before the consumer resumed using the pad, the area with the burn was dry, and no exudate fluid was noted. However, as reported by the consumer, after using the pad, the exudate fluid started to come out again. Recently, consumer continued to apply the pad sometimes.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Patient initials, age, sex, gender, weight, ethnicity and race were not available for reporting. This report is for one (1) band aid brand kizu power pad unspecified ap not applicable gebabkapa rgebabkapa. Device is not distributed in the united states but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). Lot number - ni. . Device is not expected to be returned for manufacturer review/investigation. D10: other (non-kenvue) concomitant products used: antibacterial ointment start date: 08-jun-2024 product stop date: unknown ointment to improve blood circulation start date: 08-jun-2024 product stop date: unknown something like gauze start date: 08-jun-2024 product stop date: unknown device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. H6: health effect clinical codes: e2402 refers to consumer "intentional misuse/off-label use" of the product. E2315 also refers to consumer alleged about ¿exudate fluid started to come out again.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.